Manufacturer narrative:
Product information was not provided. Manufacture date could not be determined without product information.

Event description:
The advocate stated her daughter received blood glucose readings from two contour next link meters. The readings were 114 mg/dl and over 200 mg/dl. She felt thirsty. Depending on the actual reading above 200 mg/dl, the difference between the readings could fall in the c zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Product was not expected to be returned. Product was not replaced at the time of the call.